Event description:
Customer reported visiting the emergency room for high blood glucose on (B)(6) 2014. Customer also had a urinary track infection and was in a lot of pain. Customer's blood glucose was 247 mg/dl when admitted. By the time customer was treated, her blood glucose was over 500 mg/dl. She was treated with an insulin IV drip and morphine. Customer stated she was under a lot of stress and has several medical issues. She does not feel her insulin pump was the cause of any of these issues. Customer wore the device while at the hospital. The staff told her she could keep the device on while being treated, but when she got home her blood glucose was 32 mg/dl. Customer stated her pancreas has been removed due to issues she has had with diabetes. Customer declined troubleshooting for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).